Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, elevated metal ions, acetabular cup migration, osteolysis, polyethylene wear and pain was noted. These findings were found due to follow up testing. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. " this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01952 & 2015-01276 /-01277).